Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B94872, b97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, thyroid disorder, uterine bleeding, fatigue, headache, nausea, vomiting, fever, prolonged rupture of membranes, vision abnormal and fetal movements decreased. Previously administered products included for prevent pregnancy: provera from (B)(6)2014 to (B)(6)2014. Concomitant products included amlodipine from (B)(6) to (B)(6), hydrochlorothiazide from (B)(6) to (B)(6) and labetalol from (B)(6) to (B)(6). On (B)(6)2014, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photo sensitivity"). In (B)(6)2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2019, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), alopecia ("hair loss"), rash ("rashes or skin conditions type: skin rashes"), urinary incontinence ("bladder or urinary problems or changes leakage"), rash papular ("rashes or skin conditions type: red bumps on abdomen"), back pain ("back pain"), arthralgia ("joint pain and ankle pain") and pain in extremity ("feet pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on(B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, vaginal haemorrhage, photosensitivity reaction, back pain, arthralgia and pain in extremity had resolved, the psychological trauma, urinary tract infection, fatigue, hormone level abnormal, weight increased, rash, urinary incontinence and allergy to metals outcome was unknown and the alopecia and mood swings was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, mood swings, pain in extremity, pelvic pain, photosensitivity reaction, psychological trauma, rash, rash papular, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for uti. Current weight 228 lbs there were 3 coils distal on the proximal on the right and 2 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.506 kgs. Hysterosalpingogram - on (B)(6)2017: total bilateral occlusion. Imaging procedure - on (B)(6)2017: essure confirmation test (unspecified):bilateral occlusion. Lot number: b94872 manufacture date: 2013-11 expiration date: 2016-11 lot number: b97496 manufacture date: 2013-11 expiration date: 2016-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B94872, b97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, thyroid disorder, uterine bleeding, fatigue, headache, nausea, vomiting, fever, prolonged rupture of membranes, vision abnormal and fetal movements decreased. Previously administered products included for prevent pregnancy: provera from (B)(6)2014 to (B)(6)2014. Concomitant products included amlodipine from 2018 to 2019, hydrochlorothiazide from 2018 to 2019 and labetalol from 2010 to 2016. On (B)(6)2014, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photo sensitivity"). In (B)(6)2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In january 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2019, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), alopecia ("hair loss"), rash ("rashes or skin conditions type: skin rashes"), urinary incontinence ("bladder or urinary problems or changes leakage"), rash papular ("rashes or skin conditions type: red bumps on abdomen"), back pain ("back pain"), arthralgia ("joint pain and ankle pain") and pain in extremity ("feet pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, vaginal haemorrhage, photosensitivity reaction, back pain, arthralgia and pain in extremity had resolved, the psychological trauma, urinary tract infection, fatigue, hormone level abnormal, weight increased, rash, urinary incontinence and allergy to metals outcome was unknown and the alopecia and mood swings was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, mood swings, pain in extremity, pelvic pain, photosensitivity reaction, psychological trauma, rash, rash papular, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for uti. Current weight 228 lbs. There were 3 coils distal on the proximal on the right and 2 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.506 kgs. Hysterosalpingogram - on (B)(6)2017: total bilateral occlusion. Imaging procedure - on (B)(6)2017: essure confirmation test (unspecified):bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: photo sensitivity, rashes or skin conditions type: skin rashes, red bumps on abdomen, bladder or urinary problems or changes leakage, nickel allergy, back pain, joint pain and ankle pain, feet pain. Outcome of event alopecia were updated. Onset date of event pelvic pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract infection, weight increased, alopecia were updated. Reporter information, aka name, medical history, historical drug, concomitant drug, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/c') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and dermatitis allergic had resolved and the psychological trauma, urinary tract infection, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: essure confirmation test (unspecified):bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, uti, fatigue, hair loss, hormonal changes, weight gain. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.